Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a high blood glucose (bg) level of 550 mg/dl. Reportedly, occlusion alarms occurred intermittently. Customer administered a bolus via the pump to address the bg and went to the emergency room (ER). Customer was subsequently admitted to the intensive care unit (ICU) and treated with with intravenous fluids of saline and insulin, resolving the issue. Reportedly, customer tested positive for covid and pneumonia which may have also contributed to the customer's bg level. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.